Event description:
It was reported that the ilet user experienced a severe low blood glucose episode following a supply change, during which 132.89 units of insulin were delivered during the fill tubing step while the infusion set and tubing were reportedly connected to the body, and subsequent persistent high glucose occurred despite correction attempts. The situation involved the infusion tubing component and incorrect procedure during fill. Symptoms included hypoglycemia with a nadir of 30 mg/dl and loss of consciousness, followed by hyperglycemia reaching 401 mg/dl accompanied by fatigue, nausea, anxiety, and increased appetite. Outcomes included unexpected medical intervention with IV dextrose administered by emergency responders. Investigation included interviews and analysis of information provided by the user and caregiver. Investigation of this case revealed no device malfunction, with a usage problem identified related to improper method during fill tubing and the tubing component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.